Event description:
(B)(6), an rn in the ICU, called into emergency support program line to request support with the clinical line initially with cardiosave intra-aortic balloon pump(iabp) a system over temperature alarm. She stated the pump had made a screeching noise and alarmed system over temp. The staff powered the pump off and then powered it back on to resolve the alarm. Esp team guided (B)(6) to move the pump away from the bed to provide better air flow. (B)(6) stated the pump didn¿t ¿look right¿ and there was an auto r wave deflate alarm. Esp team explained about the auto r wave deflate. Esp team reviewed a screenshot that showed artifact on the arterial waveform, transducer as the arterial pressure source, and frequent ectopy. Esp team reviewed the most recent chest x-ray that showed the radiopaque marker just below the 3rd intercostal space. When asked the last time the inner lumen had been flushed, (B)(6) stated she hadn¿t flushed it on her shift. When asked what type of balloon the patient had, she stated sensation plus. Esp team guided (B)(6) in unplug the fiber optic cable from the pump, align the red triangle on the cable to the red triangle on the pump, and insert the cable into the pump. The arterial pressure source then showed fiber optic. The waveforms and numbers improved. (B)(6) then aspirated and flushed the inner lumen without issues. Esp team provided her and another nurse education on line maintenance, basic troubleshooting, basic counterpulsation review, and bedside numbers versus pump numbers. Esp also suggested to reach out to the physician if the radiopaque marker was not between the 2nd and 3rd intercostal space. She reached back out to esp team again at 3:26 am to ask about the difference in transducer and fiber optic arterial sources. I explained the differences to her. (B)(6) also asked about the augmentation below set limit alarm. Esp team resolved their queries. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. A customer reported through esp that a cardiosave iabp made a screeching noise and displayed a system over temperature alarm during patient use, with no injury reported. Esp personnel assisted the ICU nurse in troubleshooting. The unit was repositioned for airflow, and further issues included an auto r wave deflate alarm and poor arterial waveform quality. After confirming the patient had a sensation plus balloon, esp personnel guided the nurse to correctly reconnect the fiber optic cable, which restored the arterial waveform. The nurse successfully flushed the inner lumen, and esp personnel provided education on line maintenance, waveform sources, counterpulsation basics and alarm interpretation. The nurse later returned with additional questions, which esp personnel addressed. The nurse expressed appreciation for the support.